Event description:
It was reported that the tip is broken off of the depth gauge for 2.7mm and small screws. No patient involvement due to issue being found outside of operating room. This event did not contribute to a death or injury, whether the device was misused or not. The device did not malfunction during surgery while being used on patient. This report is 1 for 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was performed. The investigation of the complaint articles has shown that: due to the missing lot number the manufacturing review could not be performed hence the exact period of distribution cannot be defined. A further investigation of the drawings shows that there is no lot number requested on the drawing until may 2006. Therefore we can assume that device was produced before 2006, presumably with the drawing 319_04_susa version f or g released in the year 1994. The device was sent in a disassembled condition. The surface shows wear and tear signs all over and the measuring hook is broken off at the welding. Also we found that the headpiece and the broken off fragments are missing. We can not determine the exact root cause of this complaint. We can only assume that the breakage was caused by a mechanical overloading situation during use. On the other hand the headpiece was probably lost after the cleaning and/or sterilization process, were the device was disassembled. No further investigation needed because the damage was clearly caused post manufacturing. The repair technician reported there was no etch. The item is not repairable. A service history maintenance eval/review was performed. The investigation of the complaint articles has shown that: the cause of the issue is unknown. This item was forwarded to the complaint handling unit on 10-jul-2014. The evaluation was confirmed. Manufacturing date was reported as 6/25/2014, manufacturing date is not available as lot number is not available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Service history review: no service history review can be performed because the lot number is unknown and cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.